Manufacturer narrative:
Expiration date: this information is "unknown" as the lot number was not provided. Initial reporter phone number: (B)(6). Device manufacture date: this information is "unknown" as the lot number was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss during surgery with an intralase patient interface (pi), that the physician docked the suction ring on the patient's eye and started iring operation. During the surgery, suction declined. The physician immediately replaced the suction ring with a new one and restarted the surgery. As a result, the surgery was successfully completed. No surgery delay or patient injury was reported.